Manufacturer narrative:
The distributor replaced the sensor interface board and the unit was returned to service.

Event description:
During service of the unit, the distributor, noted the unit alarmed and was not able to mechanically ventilate. There was no report of patient involvement.